Manufacturer narrative:
Concomitant medical reports: lnq11 icm, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and the distal tip fell through the tricuspid valve to the right ventricle (rv). The ra lead was explanted and replaced. It was also reported that the rv lead dislodged while the new atrial lead was being placed. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.